Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903611, glenosphere 36 mm diameter, 61811540, 00434901013, humeral stem 10 mm stem diameter 130 mm stem length, 61710194, 00434903909, humeral stem spacer size 9, 61781150, 00434903811, base plate uncemented, 61816059. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03524. Reported event was confirmed based on the information received from the customer, clinical reports. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had initial right shoulder arthroplasty. Subsequently during the seven (7) years clinical visit the patient reports the shoulder feels like it slips out. It was reported as the patient experienced a total of three such occurrences prior to the visit. No interventions reported. Remains implanted. No additional information available.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was noted that the patient underwent a right primary ts. Subsequently, the patient was noted to have instability, pain, decrease function. No revision planned to date. The patient has completed eight (8) year follow-up and is continuing to have symptoms noted during the seven (7) year visit.

Manufacturer narrative:
Reported event was confirmed by review of radiographs and medical records. Review of the available records identified the following: onset (B)(6) 2018: the patient will be monitored. Pt follow-up in the clinic for evaluation when able. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.